Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the rs232 connector screws were broken off. As a results, an alternate device was employed for the procedure. There were no reported adverse consequences to a pt as a result of this event.